Event description:
The customer reported a pt presented with pseudomonas endophthalmitis following phacoemulsification. The pt's left eye was enucleated. Add'l follow-up info has been requested.

Manufacturer narrative:
Although a definitive root cause has not yet been identified, the customer indicated re-use of single-use devices and resterilization of devices, which is against the MFR's directions for use. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)